Event description:
It was reported that a cdh33 was used during a low anterior resection. It was reported by the affiliate that the surgeon had difficulity firing the instrument and the staples malformed. The surgeon reanastomosed with a new stapler.